Event description:
Unomedical reference number (B)(4). Event occurred in the united states event occured on (B)(6) 2024. It was reported that the patient's infusion set's tubing kinked. At the time of issue blood glucose level was150 mg/dl. He replaced infusion set and resumed insulin successfully. Unomedical do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available